Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured before use. The device was filled with a 240ml solution of benzylpenicillin, at 30mg per ml, and normal saline at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a ruptured reservoir could not be confirmed. The root cause for ruptured reservoirs is currently being investigated under CAPA# idc-CAPA-(B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.